Event description:
It was reported that the device exhibited a loss of capture. During a scheduled follow up the lead was not able to pace at the maximum threshold. The impedance was low and out of range. The physician decided to program on rv pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.